Event description:
Description of event: (B)(6) 2024 ¿ comparison of the long-term clinical results of the smart stent and the zilver ptx stent in evt of the femoral-popliteal artery territory comparison of long-term clinical outcomes after implantation of the zilver ptx stent and the smart stent in femoral popliteal artery (fp) lesions is unknown. 107 lesions (94 patients) for the smart stent and 83 lesions (63 patients) for the zilver ptx stent were included from (B)(6) 2013. Endpoints were ff-tlr, ff-male and afs at 10 years; no significant differences in long-term clinical outcomes between the smart and zilver ptx stents, ff-tlr (p=0.47), ff-male (p=0.21) and afs (p=0.51). This file will capture tlr target lesion revascularization patient outcome: require intervention/additional procedures s=4 restenosis of the stented artery.

Manufacturer narrative:
PMA/510(k) # p100022/s027. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
This file was opened in response to the attached literature article, atsuya, 2024 ¿ comparison of the long-term clinical results of the smart stent and the zilver ptx stent in evt of the femoral-popliteal artery territory. Device evaluation: the device evaluation could not be completed as the zilver ptx 35 drug-eluting stent device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: there is no evidence to suggest the customer did not follow the instructions for use. The japanese packaging insert, c-ci1502m02 version 2, supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The device packaging insert, c-ci1502m02 version002, states ¿significant malfunctions - stent malapposition, stent migration, stent strut fracture, breakage of inner catheter or outer sheath. Significant adverse events - allergic reaction to anticoagulant, antiplatelet and/or antithrombotic therapy or contrast medium, allergic reaction to nitinol, atheroembolization (blue toe syndrome: poor circulation to toe and feet due to microvascular occlusion), arterial aneurysm, arterial rupture, arterial thrombosis, stent thrombosis, arteriovenous fistula, death, embolism, hematoma/hemorrhage, hypersensitivity reactions, infection, infection/abscess formation at access site, ischemia requiring intervention (bypass or amputation of toe, foot, or leg) , pseudoaneurysm formation, renal failure, restenosis or occlusion of the stented artery, vessel perforation or rupture , worsened claudication/rest pain¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be established. A possible root cause can be attributed to patient pre-existing conditions, although pre-existing conditions are not listed in the article, medical advisor input indicates that patient pre-existing conditions are a possible root cause. Tlr (target lesion revascularization) can occur due to patient¿s pre-existing condition and/or disease progression in the stented area. Restenosis or occlusion of the stented artery is listed as a potential adverse effect in the device japanese packaging insert. Stent restenosis is defined as the narrowing or blockage of a previously implanted stent in a blood vessel. This condition can occur after a successful procedure, where a stent is placed to keep the vessel open and restore blood flow. However, in some cases, the inner lining of the blood vessel may grow back over the stent, leading to the stent to become narrowed or completely blocked again. This can occur due to progression of a patient's pre-existing condition. Restenosis can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was opened in response to the attached literature article, atsuya, 2024 ¿ comparison of the long-term clinical results of the smart stent and the zilver ptx stent in evt of the femoral-popliteal artery territory. Confirmed quantity of 01 device used. According to the initial reporter, the patient would likely have required surgical intervention/additional procedures. A possible root cause can be attributed to patient pre-existing conditions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 20-sep-2024.